Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During x-ray it was noticed that there was a chip from one screw. The chipped portion was immediately removed.